Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator's (epg) display screen showed only partial information, but the majority of the screen was blank, and the lower screen was unable to display. The liquid crystal display (lcd) was found cracked and bleeding. The customer comment for the missing intravenous (IV) pole hanger was also confirmed. It was noted that the upper case was dented and the lower case was broken, the hanger o-ring and hanger screw were missing. Additionally, the epg failed the incoming functionality tests for "all segments of lcd turned on/off.¿ all found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) display screen showed only partial information, but the majority of the screen was blank, and the lower screen was unable to display. It was also noted that the IV pole hanger was missing. There was no patient involvement.